Event description:
Customer's family member called because the customer was getting high results. The customer went to the hosp because they were feeling their blood sugar was low. The customer had taken their normal insulin the night before. They woke up feeling ill and tested their blood glucose and received a result of 255mg/dl. The customer went to the hosp where they received a result of 50mg/dl. The customer was given orange juice. The customer was told to take their medication in the morning instead of the evening. The customer also is taking less medication. Glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.